Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During the procedure the suture broke. The surgeon completed the procedure with a like device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. The device was visually evaluated. The dispensed sutures were intact and undamaged. No actual used sutures were provided for examination, so an evaluation of the alleged breakage issue could not be completed.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.